Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation, before reaching 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.